Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not verify the stylus / overlay issue; able to calibrate and operate stylus / overlay with no issues. Analysis could not verify interrogation issues with the programmer, however, the rf (radio frequency) head failed uplink functional tests which would likely be the cause of the reported interrogation issue. Analysis found the floppy drive had intermittent functionality problems.

Event description:
It was reported the touch pen was not working. The pen was replaced and unable to calibrate it. It was also reported the programmer had trouble interrogating devices. The programmer was returned for repair. No patient complications were reported as a result of this event.